Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient stated a faulty infusion set, specifically the tubing detachment. The detachment occurred at the tubing connector p-cap. The location of the pump in relation to the site was in a pocket. The patient reported no exposure to extreme temperatures or humidity. There was no stress or pull on the tubing, and the pump was not dropped with the set connected to the patient's body. No further information available.